Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, resistance was felt during plunger removal. After the plunger was removed there was difficulty closing the foot. The site called abbott vascular for help with the device issues. The foot was closed when the device was removed. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician stated that the device issues were due to heavy calcification at the access site. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, a user facility medwatch report was received stating: "after the catheterization a proglide was used to close the access point. When the device was attempted to deploy it malfunction and would not deploy and was not able to be pulled out of the patient. Customer service for the device was contacted about the issue and with their help the device was ultimately removed from the patient with no harm to the patient." The customer was contacted who reported: the procedure was diagnostic (post orthotropic heart transplant 2010). The sheath size just prior to proglide insertion was 6f. Hemostasis was achieved by digital pressure.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is unknown if the device will be returned. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned and the reported difficulty to remove the plunger and foot retraction were confirmed. The anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) were broken off and were not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other difficult to remove plunger or foot retraction problem incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.